Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 504 mg/dl. Customer's blood glucose later became 508 mg/dl. Customer stated there was an issue with the numbers ramping on the keypad of the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents were normal. No unexpected low battery or off no power alarm noted. Insulin pump functions properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.